Event description:
A health care provider (hcp) reported that the handpiece vibrates and makes a metallic noise. The issue was detected during use and instrument changed out with a backup instrument. There was no patient impact.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 : analysis of product 3334800 of serial # (B)(6) and lot #68081100 found that the reason for return has been partially confirmed. The handpiece doesn't vibrate but it does make a high, piercing, metallic sound when running. This is likely due to the fact that the nose bearings are corroded. The bearings, retaining ring and o-rings are worn. The handpiece fails the electrical safety test. The laser markings on the bur lock alignment ring are faded. H6 : previous applied fdm b21, fdr c21 and fdc d16, img g07001 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.